Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented for a routine device check, a longevity anomaly was observed. An in-house estimate was performed and it confirmed the new longevity was accurate. The patient was asymptomatic throughout the check and will continue to be monitored with normal follow-ups.